Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that the red retaining ring had melted and the retaining ring, cam spring, and inner molded hub had come apart from the rest of the assembly. All components were returned. The most likely cause for the reported failure can be attributed to user error of the device due to insufficient fluid flow during use.

Event description:
It was reported that during a shoulder arthroscopy surgery the device got stuck on the handpiece. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.